Manufacturer narrative:
Product ID: 8578, serial# (B)(4), product type: catheter; product ID: 8709sc, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-oct-07. It was reported that they are having a catheter revision on the ((B)(6) 2019). The reason for her call is because she was hoping to get in touch with the manufacturer¿s representative (rep). The rep¿s role was reviewed and they were redirected to the hcp. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), product type: catheter. Product ID: 8709sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 21-nov-2019, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient had been having a lot of spasms about the last two weeks and thought it was because the pump was getting low. It was noted it was due to be refilled this week. The patient was taking oral baclofen to help. It was noted the doctor left the practice and the patient needed a referral for the clinic and needed a company representative (rep) to introduce them to the new clinic. No interventions were reported, and the event date was (B)(6) 2019 (about two weeks). It was noted the patient did not currently have a healthcare provider (hcp). No further complications were reported or anticipated. No further complications were reported or anticipated. Additional information was received from a consumer indicated the spasms started on and before (B)(6) 2019 and it was noted on (B)(6) 2019 the patient went to the hospital and the pump was increased by 20% and on (B)(6) 2019 increased pump for night. It was also reported the pump was increased 10%. The patient was scheduled for a dye study on (B)(6) 2019. It was noted the patient had no idea what circumstances led to the increase in spasms. The pump had to be increased several times due to constant spasms and pain increase. The patient also experienced a lack of sleep due to spasms. The spasms were ¿a bit better¿ but not resolved. No further complications were reported. Additional information was received from the consumer indicated that the catheter has had a leak for 3 or 4 months. The caller stated that a revision surgery was scheduled but later canceled by the hospital. Assistance was required to locate a healthcare provider (hcp) to perform the surgery. No further complications have been reported as a result of this event.